Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial arteriovenous fistula. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, while blowing inside patient, the balloon was burst. The procedure was completed with another of the same device. No complications were reported, and the patient was stable.